Manufacturer narrative:
The catheter was returned to the manufacturer for evaluation. Analysis found evidence of charring with a pinhole evident. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9735560, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that a pinhole leak was found in the tubing of the cooling catheter system (ccs) when wrapping up the ablation. It was noted that fluid appeared on the magnetic resonance imaging (MRI) scan and when the catheter was removed, there was a pinhole leak noted at the edge of the charring on the catheter.